Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in a 33-year-old female patient who had essure (batch no. 627302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis a in 1986, dvt, heat sensitivity (potential loss of body heat related to exposure. Surgical intervention), drug hypersensitivity, benign abdominal neoplasm, chest pain, cesarean section, d & c, antiphospholipid syndrome, headache, contact lens complication, bronchitis, blood pressure high, immune disorder (nos), nausea and vomiting. Patient with amicrobial pustular dermatosis syndrome. Concurrent conditions included antiphospholipid syndrome since 1999, arthritis since 1999, asthma since 1999, antiphospholipid syndrome, dvt and lupus erythematosus. Concomitant products included ibuprofen since 1999 for arthritis, salbutamol since 1999 for asthma as well as enoxaparin sodium (lovenox hp), nsaids (B)(6) 2009 to (B)(6) 2015, paracetamol (acetaminophen) (B)(6) 2009 to (B)(6) 2015 and warfarin sodium (coumadin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"), 1 month 1 day after insertion of essure. On (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder/urinary problems: other"), urinary tract infection ("bladder/urinary problems: other"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, systemic lupus erythematosus, menorrhagia, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract infection had resolved and the vaginal haemorrhage, anxiety, depression, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, systemic lupus erythematosus, urinary tract infection, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: patient had used blood thinners for antiphospholipid antibody syndrome. Four coils were noted in the left tubal ostia and 2 coils in the right tubal ostia post procedure. Discrepancy noted in essure confirmation test as: plaintiff did not undergo essure confirmation test. Patient received treatment for pelvic pain, abdominal pain , dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), lupus, bladder problem, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: post procedural complication, candidal vaginosis were added. Urinary tracts disorder updated to uti. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a 33-year-old female patient who had essure (batch no. 627302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis a in 1986, dvt, heat sensitivity (potential loss of body heat related to exposure. Surgical intervention), drug hypersensitivity, benign abdominal neoplasm, chest pain, cesarean section, d & c, antiphospholipid syndrome, headache, contact lens complication, bronchitis, blood pressure high, immune disorder (nos), nausea and vomiting. Patient with amicrobial pustular dermatosis syndrome. Concurrent conditions included antiphospholipid syndrome since 1999, arthritis since 1999, asthma since 1999, antiphospholipid syndrome, dvt and lupus erythematosus. Concomitant products included ibuprofen since 1999 for arthritis, salbutamol since 1999 for asthma as well as enoxaparin sodium (lovenox hp), nsaids (B)(6) 2009 to (B)(6) 2015, paracetamol (acetaminophen) (B)(6) 2009 to (B)(6) 2015 and warfarin sodium (coumadin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"), 1 month 1 day after insertion of essure. On (B)(6) 2009, the patient experienced systemic lupus erythematosus ("autoimmune diagnosed: lupus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder/urinary problems: other"), urinary tract infection ("bladder/urinary problems: other"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract infection had resolved and the anxiety, depression, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, systemic lupus erythematosus, urinary tract infection, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: patient had used blood thinners for antiphospholipid antibody syndrome. Four coils were noted in the left tubal ostia and 2 coils in the right tubal ostia post procedure. Discrepancy noted in essure confirmation test as: plaintiff did not undergo essure confirmation test. Patient received treatment for pelvic pain, abdominal pain , dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), lupus, bladder problem, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfujly occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events abnormal bleeding (vaginal) was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in an adult female patient who had essure (batch no. 627302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included (B)(6) a in 1986, dvt, heat sensitivity (potential loss of body heat related to exposure. Surgical intervention), drug hypersensitivity, benign abdominal neoplasm, chest pain, cesarean section, d & c, antiphospholipid syndrome, headache, contact lens complication, bronchitis, blood pressure high, immune disorder (nos), nausea and vomiting. Patient with amicrobial pustular dermatosis syndrome. Concurrent conditions included antiphospholipid syndrome since 1999, arthritis since 1999 and asthma since 1999. Concomitant products included ibuprofen since 1999 for arthritis, salbutamol since 1999 for asthma as well as nsaids (B)(6) 2009 to (B)(6) 2015 and paracetamol (acetaminophen) (B)(6) 2009 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), 1 month after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("pain: abdominal chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder / urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, systemic lupus erythematosus, menorrhagia, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, systemic lupus erythematosus, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient had used blood thinners for antiphospholipid antibody syndrome. Four coils were noted in the left tubal ostia and 2 coils in the right tubal ostia post procedure. Discrepancy noted in essure confirmation test as: plaintiff did not undergo essure confirmation test. Patient received treatment for pelvic pain, abdominal pain , dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), lupus, bladder problem, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 04-sep-2019: pfs received. Case is incident. New event: abdominal pain, dysmenorrhea (cramping), lupus, bladder problem, urinary problem were added. Outcome for previously reported events: pelvic pain, menorrhagia (heavy menstrual bleeding) are updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.